Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had critical pump error alarm. It was reported that the pump may have been wet at a pool party, but not likely. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a critical pump error and pump error 35 was present in the long trace file due to moisture damage on the force sensor assembly. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to the critical pump errors. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay, a cracked case on the battery tube area, cracked battery tube threads, a peeling end cap address label, corrosion in the battery tube, moisture damage on all electronic assemblies and moisture damage on the motor home switch.